Event description:
The customer reported that while attempting to test the unit's leads ECG monitoring capabilities, the unit spontaneously shut down.

Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is still under investigation.